Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to difficult deflation. An attempt was made to inflate and deflate the original device upon excision of pump and while still attached to cylinders and reservoir and the pump was able to inflate and deflate. The reservoir and cylinders were retained. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: item number, catalogue number, UDI number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated the device was not able to deflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.